Manufacturer narrative:
The lead had been disposed of, and would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to an unspecified product performance issue. Additional information was obtained that the patient had very difficult anatomy for lv lead placement, and was removed due to unstable lead retention/dislodgement and inability to capture consistently. There was only one possibly viable branch with short length and complex acute takeoff. Lead replaced with same lv model. No additional adverse patient effects were reported.